Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 125 ohms. The patient was brought in for system testing, and both a 1.1 joule (j) and a 41 j shock were delivered successfully, with in-range shock impedance measurements. The rv lead remains in service and no additional adverse patient effects were reported.